Event description:
It has been reported to philips that the systems power is faulty. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had a problem due to a malfunction of the flexvision pc computer. A review of the system log file revealed that the most likely cause of a malfunctioning flexvision pc is "grabber cards or psu" or an empty battery. After the replacement of the flexvision pc and hard drives, the system was returned to use in good working order. These codes were updated based on the investigation outcome. The evaluation method code grid was corrected.